Event description:
It was reported that during a laparoscopic sigmoidectomy, clip scissoring occurred at 3rd firing when the device was clipped on the root of ima. The same issue occurred to 2nd firing on the imv too. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/29/2023. B3: unknown, assumed first day of month that complaint was reported. D4: batch # unk. Additional information was requested and the following was obtained: there was no bleeding nor damage on tissue due to the clip. The patient is stable after the operation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.